Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-jan-2023. Investigation summary fourteen samples and photos received for investigation. Unable to confirm damaged package or damaged shield. No internal contamination was verified due to a compromise of the packaging. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or issues observed.

Event description:
It was reported that 5 bd precisionglide¿ needles had damaged packaging units. The following information was provided by the initial reporter, translated from portuguese: "5 of batch 2180452 with hole in packaging due to needle safety shield extension. Is the hole in plastic or paper? In the plastic. In which region of the packaging is the hole? E.g.: close to the nozzle of the protective cover, close to the barrel, side, in the sealing, etc.; at the tip of the protective cover."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd precisionglide¿ needles had damaged packaging units. The following information was provided by the initial reporter, translated from portuguese: "5 of batch 2180452 with hole in packaging due to needle safety shield extension. Is the hole in plastic or paper? In the plastic. In which region of the packaging is the hole? E.g.: close to the nozzle of the protective cover, close to the barrel, side, in the sealing, etc.; at the tip of the protective cover."